Event description:
It was reported to boston scientific corporation (bsc) that an endovive initial g-tube was placed inside the patient on an unknown date. It was reported that, during the procedure, the feeding tubing was placed with a non-bsc attachment. On (B)(6) 2025, the healthcare professional reported that the tubing was not located in the jejunum. Imaging was performed by radiology to check the device placement. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e: this event was reported by a relative of the patient. Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged/dislocated. Imdrf impact code f2203 captures the reportable event of imaging required.